Event description:
It was reported that the procedure was to treat a moderately calcified proximal left anterior descending artery. After pre-dilatation, a 3.0 x 28 mm xience v was advanced; however, it would not cross the lesion and the shaft separated. The device was easily removed from the patient. A second attempt was made to cross the lesion using a non-abbott stent but it also would not cross. Another non-abbott stent was use and was successfully deployed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation/detachment was confirmed. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.